Event description:
During production, a number of labels with a wrong item number have been printed and attached to the product. The release control did not find this few labels, as there is not currently a total control of all attached labels. In total 25 mislabels vials out of 551 have been identified. Pneumococcus cwps; (B)(6). FDA safety report ID # (B)(4).